Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported the customer had excessive no delivery alarms on their insulin pump. Customer stated the alarm may have been caused by a bad insertion site. The customer's blood glucose was unknown at the time of the call. Customer also stated they were able resolve the alarm with a complete set change. No additional information provided.